Event description:
It was reported that short circuit protection was triggered during five high voltage therapies resulting in less than the programmed high voltage energy being delivered. It was noted the patient was hospitalized following the shocks. The entire system was later ex planted. During the implantable cardioverter defibrillator (ICD) system explant, the right ventricular (rv) lead unraveled and eventually broke in half. After several attempts to snare and remove the distal portion of the rv lead with no success, the decision was made to end the procedure. It was further reported that the right atrial (ra) lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor was fractured in-vivo in the anchoring sleeve area. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Continuation of d10: 694758 lead implanted: (B)(6) 2008 explanted: (B)(6) 2024, ddmb1d1 ICD implanted: (B)(6) 2022 explanted: (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.